Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer successfully reseated the pyxibus cable, retractor band cable, and row board cable to rectify this problem. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there had been a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis medstation es system,experienced a drawer malfunction. The customer reported that the user was able to remove the medication from another station. There were no adverse events or injuries reported based on this event.